Manufacturer narrative:
The drive support disk was inspected and no anomaly was found. The unit had a broken off end cap, a bleeding lcd glass, a minor scratched display window, a cracked case at the display window corner, a cracked reservoir tube lip, and broken battery tube threads.

Event description:
The customer called in to report that the drive support cap was sticking out. The customer stated the device had been dropped a while ago. The customer's blood glucose level was 251 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.